Event description:
Complainant alleged that while attempting to defibrillate a male patient, the device displayed a "pads off" message. Complainant indicated that the clinician obtained another set of electrode pads and the device displayed a "pads off" message. Complainant indicated that the patient subsequently expired. Complainant indicated that the event electrode pads were discarded and subsequent testing did not duplicate the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.